Event description:
The manufacturer received information alleging a high oxygen flow and ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blending module was found in the ventilator's downloaded error log. Err_obm_air_flow_sensor_failed is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). The device's oxygen blending board was replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, the high oxygen flow alarm was not duplicated but a non-reportable error code was found in the ventilator's downloaded error log. Err_obm_accy_high_o2_concentration is an indicator of a high o2 concentration, based upon a low o2 flow to the obm. It is possible that this is caused by a sensor failure. The manual states that the caregiver should have the ability to independently measure the o2 concentration. Replacement of the oxygen blending board would address this issue.